Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be flattened. The damage did not prevent fluid from exiting the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. No signs of leakage were found along the fluid path during the leak test. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. As treatment a new pod was applied.